Event description:
Consumer reported of low blood glucose results. Performed back to back blood test at time of call - 84 mg/dl and 84 mg/dl. Results in memory as follows: (B)(6) at 8:06 a 84 mg/dl, (B)(6) at 8:03 a 84 mg/dl, (B)(6) at 7:22 a 91 mg/dl, (B)(6) at 8:09 p 128 mg/dl (had not eaten or taken medication within 2 hours), (B)(6) at 8:19 p 73 mg/dl (had not eaten or taken medication within 2 hours), (B)(6) at 8:35 a 111 mg/dl, (B)(6) at 8:33 a 111 mg/dl. Caller states his glucose is normally 130-140 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).